Event description:
It was reported that a malfunction occurred on the customer's pump. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and after the procedure, the malfunction code did not recur. The customer was informed that they could continue using the pump and to reach out if the issue happens again, which the customer acknowledged and understood.